Event description:
It was reported that the patient was admitted for incisional hernia repair with resection of previous mesh and replacement with new mesh following a recurrence of the hernia in 2006. Patient complained of minimal pain from the recurrence.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.